Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The representative changed the power enclosure and power tray because the ias didn¿t have the 400vdc going to the power enclosure. The o-arm is up and running. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: kit svc o2 bi71000176 encl power convsn, lot number: rev. 2 : s/n (B)(6), kit svc bi71000195 tray o2 ias power, s/n (B)(6). H3/h6: the returned power conversion enclosure was analyzed the the complaint was confirmed. The power conversion enclosure failed bench testing. Transistors q28, q29 and q14 failed; they were found to be shorted. Visual inspection shows component d12 is electrically over stressed. Faulty power conversion enclosure. Codes 10, 4203 and 4307 are applicable. H3/h6: the returned power tray was analyzed and the complaint was confirmed. Continuity tests on the fuses of the power tray failed. Both of the fuses were blown. With known good fuses the power tray measured a good current. Ground check, power conversion, contactor polarity, fan power, d/c power and a/ power lights lit appropriately. The power tray passed bench testing but the fan was not functioning. Overall there was an electrical component failure. Codes 10, 4203 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a procedure. It was reported that the ias made a popping sound and the pendant went dark. The battery indicator and power button lights were still on. The representative powered off the system but was unable to power it back on. The procedure was canceled to be rescheduled later. There was no further impact to the patient related to this event.